Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were less responsive and the customer had to hit harder and multiple times. The insulin pump squirted insulin and pumped too much intermittent. The customer reported crack near the reservoir window. The customer documented only every couple week battery change. The insulin pump rejected battery and had random no delivery alarm. The insulin pump took longer on rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.